Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's left ventricular lead had been inactivated in 2016. Fluoroscopy revealed that the lead had dislodged into the main body of the coronary sinus. The lead was explanted and replaced. The patient was discharged post-procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.